Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted with concurrent cysto hydrodistention and bladder biopsy due to stress urinary incontinence and urinary frequency. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.